Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 13-sep-2024. The device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and magnetic sensor functionality test of the returned device were performed. Visual analysis revealed reddish material in the tip of the device. Additional microscopic examination was performed and a hole in the surface of the pebax was observed. The device was connected to the carto 3 system and it was recognized and visualized correctly. No issues or errors were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the magnetic issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. A significant change in the baseline reading after cleaning might indicate a damaged contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch approved under p030031/s053. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a pvc procedure with a thermocool smarttouch for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. During the procedure, the magnetic sensor issue/error code ¿105¿ was displayed'. A second device was used to complete the procedure. There was no adverse event reported on the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 20-sep-2024, there was reddish material in the tip of the device. Additional microscopic examination was performed and a hole in the surface of the pebax was observed. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 20-sep-2024 and have assessed this returned condition as reportable.